Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure, the opta pro balloon burst. The procedure was finished with another opta pro and there was no pt injury. As per the qualrap, no add'l info is available.